Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the ann ulus into the ascending aorta upon release from the delivery catheter system (dcs). A snare was introduced via the left femoral artery and used to secure the valve in place. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.